Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) rebooted on its own, then hung up at the bios screen and got stuck at b4, which is a usb device trouble code. Technical support (ts) had him unplug all the usb devices and attempt to reboot the cns, but the issue persisted. Ts then had him remove the alarm indicator and the cns booted up normally with an initial screen create error. Ts had him plug everything back in except the alarm indicator and reboot again. The cns booted up normally. He then plugged the alarm indicator back in and it also worked normally. Ts advised that the alarm indicator was malfunctioning and needed to be replaced. He was provided with the part numbers for the alarm indicator and alarm indicator sub. No patient harm was reported. Investigation summary: the alarm indicator and its sub-cable were identified as the cause of the boot failure and replacement part numbers were provided to the customer. Nihon kohden will continue to trend and monitor. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted on its own, then hung up at the bios screen and got stuck at b4, which is a usb device trouble code. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted on its own, then hung up at the bios screen and got stuck at b4, which is a usb device trouble code. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted on its own, then hung up at the bios screen and got stuck at b4, which is a usb device trouble code. Technical support (ts) had him unplug all the usb devices and attempt to reboot the cns, but the issue persisted. Ts then had him remove the alarm indicator and the cns booted up normally with an initial screen create error. Ts had him plug everything back in except the alarm indicator and reboot again. The cns booted up normally. He then plugged the alarm indicator back in and it also worked normally. Ts advised that the alarm indicator was malfunctioning and needed to be replaced. He was provided with the part numbers for the alarm indicator and alarm indicator sub. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.